Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was reported to have cracked resulting in a leak during patient use. An unknown drug was involved in the event. There was no patient harm reported.

Manufacturer narrative:
One photo provided for evaluation; one photo confirms the complaint of leaking. The reported complaint can be confirmed. Without the returned failed sample, the probable cause cannot be determined. The device history lot number was reviewed, no other nonconformance that would have contributed to the complaint were noted. Correction in d3 and MFR site registration number should be rs-0003. Updated information in d9.